Event description:
Hospital reported reaction on a l-cath in patient initial unit placed in 2001. No known problems with initial insertion. The line had been in for a week before redness occurred. A reaction of red cording up the leg, hard like phlebitis. Treatment of warm soaks with area responding to this treatment. Complications resulted in line being pulled and replaced. Tpn 9.3% and lipds 20% were being delivered through the catheter.